Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the pituitary will not close. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Functional evaluation of instrument confirms tip does not move downward when the handle is cycled. Unable to examine the likely breakage further without destructive disassembly of the instrument. Inconclusive; unable to determine root cause of the event with the available information.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.